Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that piece was missing in reservoir compartment. The customer¿s blood glucose level was 95mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.